Event description:
After completing a shoulder arthroscopy procedure,when the grounding pad was removed there was a burn noted on the pt's left thigh. Director of surgical services stated that the pad used was a valley pad e5705. The pt did not have any unusual skin conditions that they were aware of before surgery. The small burn area was treated with a topical antibiotic cream. Pt was treated by a dermatologist. Pt status at this time is unk.